Event description:
It was reported two balloons burst during a superficial femoral angioplasty procedure of a tight, highly calcified lession. This balloon reportedly burst at eight atmospheres. A pseudoaneurysm was noted post procedure. A wall stent was used to successfully complete the procedure. The pt's condition is good. The device was rec'd, evaluated, and retained by this MFR. The engineering evaluation revealed a pin hole leak located 15mm distal to the proximal radiopaque marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches on the ballon surface. It was indicated this device was used in a highly calcified lesion. Stent placement may be indicated when angioplasty alone will not achieve good results. The co believes the above factors contributed to this event and do not attribute it to the devices. The co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."